Event description:
Handpiece overheated during a crown preparation procedure and patient received minor burn injuries to their lower lip. Patient has not reported needing any additional medical treatment for the burns and is believed to have healed normally.